Manufacturer narrative:
(B)(4). Final device analysis of the pump revealed no anomaly found; normal device function. Final analysis of the catheter (B)(4) included the proximal segment 7.5 cm including the sc pump connector and strain relief sleeve to pin connector to distal 7.9 cm. The next distal piece was 7.1cm. The catheter came apart when the pinching pin was removed; so originally there was only one piece. The catheter had a tear or small cut .2 cm from the proximal end of the most distal piece. Both the tear and indentation were caused by the pinching pin that was on the catheter when it was rec'd for analysis. This was most probably used to keep the catheter from drying out inside after explant.

Event description:
It was initially reported the pump was explanted due to the pt no longer wanted the therapy. The pump contained morphine 10mg/ml. When the pump was interrogated at the time of explant, it was programmed to the minimum rate. The catheter was intended to remain implanted to prevent a cerebrospinal fluid (csf) leak. During surgery, the catheter retracted back into the pt when the physician attempted to tie it off with suture and the hcp cut through the catheter. The catheter was aspirated to remove any residual drug and was "tied around itself" and with suture. It was noted there was no csf leak. The pt recovered without sequela. It was later reported the pump was removed "due to poor wound healing and infection." Cultures were obtained (date and source of culture not reported). Additional information has been requested, but was not available as of the date of this report.